Event description:
The customer reported that the system was making a popping noise and would not turn on. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Parts were replaced. The system was then found to be operating as intended.